Event description:
It was reported that the patient was found in her hospital bed deceased. Family member called to inquire about a possible implantable cardioverter defibrillator (ICD)  malfunction that could have contributed to the death. No specific complaint was made. The device had been implanted for over a year with no previous complaints or allegations. Follow up with the physician found no previous problems with the device but they had no information about the death or cause of death. Additional information was requested but not made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).